Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned and analyzed and no anomalies were found. Evaluation summary (B)(4): partial lead in segments was returned and analyzed and revealed the following: the distal conductor fractured; the defibrillation conductor distorted; several conductors had blood/body fluid (not obstructed); defibrillation conductor fracture (overstress); the inner tubing kinked/buckled and outer tubing overlay melted with cosmetic environmental stress cracking (esc); outer insulation torn with cosmetic depression; exposed defibrillation coil white substance; blood in/on helix/lobe mechanism and (sleeve head); the lead was stretched.

Event description:
It was reported that the patient's lead integrity alert triggered high impedence on the high voltage coil were noted. A right ventricular lead fracture was suspected. While waiting for a scheduled revision, the patient presented to the emergency room in ventricular fibrillation. The implantable cardioverter defibrillator (ICD) delivered full therapy on the first cardioversion but lower power on all subsequent therapies. An external defibrillator was used to convert the rhythm. The patient remained unresponsive and symptomatic with seizures, and remained in the hospital. . The ICD and the right ventricular lead were removed and replaced. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient's lead integrity alert triggered high impedence on the high voltage coil were noted. A right ventricular lead fracture was suspected. While waiting for a scheduled revision, the patient presented to the emergency room in ventricular fibrillation. The implantable cardioverter defibrillator (ICD) delivered full therapy on the first cardioversion but lower power on all subsequent therapies. An external defibrillator was used to convert the rhythm. The patient remained unresponsive and symptomatic with seizures, and remained in the hospital. . The ICD and the right ventricular lead were removed and replaced. No further patient complications were reported as a result of this event.